Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight not provided by reporter. This report is for 2ea. Uss vas 11mm nuts/unknown lot number. Additional product code: mnh, mni. Original implant date unknown. Device is expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported: patient presented in the or with previous instrumented fusion at l4/5 and l5/s1. The reason and date/year for original fusion is unknown. Patient was originally implanted with posterior lumbar fusion using universal spinal variable axis screw system (uss vas). On (B)(6) 2015, patient was scheduled for revision surgery with l3-l4 posterior fusion with interbody fusion using uss hardware due to degenerative disc disease at the l4 level. During revision surgery, surgeon attempted to remove all previous construct implants, but 2 screws at the s1 level were too difficult to remove and remain implanted in the patient. Surgeon removed the other 4 sacral screws, two rods, 6 collars, and 6 nuts. While the surgeon was attempting to remove the sacral screws at an unknown disc level the hex driver tip broke off. A fragment was generated. Fragment was retrieved and disposed of by the hospital. Revision fusion surgery was completed successfully. Another instrument was available and procedure was completed with no reported surgical time extension. This report is 7 of 7 for (B)(4).